Event description:
On evening of 8/25/98 trach tube split at the hub/flange & cannula site while in pt. Mother (caregiver) heard a "gush" of air & observed the hub/flange hanging at child's neck by a thread. She removed the trach (the part in the child's traction came out) and placed a new trach tube in the child.